Event description:
Reportedly, this device was explanted after approx 276 month due to mitral stenosis from stuck valve leaflet. Valve was implanted at different facility in 1985 for mitral valve replacement. Mitral stenosis due to the stuck valve was found and valve was explanted at this facility in 2008. Thrombus was observed on one of the leaflet and the leaflet movement was limited. Customer removed the thrombus, but it did not solve the problem, so the valve was replaced with sjm valve.

Manufacturer narrative:
Device not returned.